Event description:
The account alleged the side rail gave out and the pt fell out of the bed. The account alleged that the pt leaned on the side rail to reach for his urinal and the side rail gave way and the pt fell out of the bed. The pt had just had surgery and is now complaining of shoulder and hip pain.

Manufacturer narrative:
The technician investigated and the account stated the pt stated he used the side rail to adjust his position in the bed. The pt stated when he put his weight on the side rail that it unlatched, dropped and he rolled out of the bed and onto the floor. The pt stated that he pulled himself back into the bed without any assistance and then called the nurse to let them know that he fell out of the bed. No injury was mentioned by the pt or the nurse at the time of the inspection. The nurse was not the nurse that was working the night of the alleged incident. The technician inspected the side rail and tried to duplicate the issue by placing all of his weight on the side rail and also by pulling on the side rail in an outward and down direction. The technician could not get the side rail latch to fail or duplicate the issue. The technician did find the side rail mounting screw was missing and the technician replaced the side rail mounting screw to resolve the issue.